Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s high blood glucose was 250 mg/dl at the time of incident. Customer reported that insulin pump system has not been in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.